Event description:
Caller reported a data error alert 4 that occurred after the pump ship date. Customer declined to provide their blood glucose level at the time the issue was noticed, so there was no reported impact to the customer's blood glucose level. Cts informed the caller that some history logs may have been erased but reassured that therapy remained unaffected, and the customer decided to continue using the pump for insulin therapy. Caller acknowledged and understood the situation.